Event description:
Allegedly, per the patient, the surgeon had to go back in the next day because he "forgot to hook up parts in the rear".

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. No user facility information was provided; therefore, no medwatch 3500a could be obtained. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00095, 00096, 00097.